Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the endoscopic image was not displayed and unsupported scope error e315 occurred. Olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed and the color bar image was displayed, and the cable boot was broken and the camera cable was damaged. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, this case presumes that the error e315 was displayed because of unexpected stresses on the cable and the inability to communicate between the cable and the video processor due to the user's handling. If additional information becomes available, this report will be supplemented.